Event description:
It was reported that the ilet bionic pancreas using a steel contact detach infusion set with 23-inch tubing generated repeated occlusion alarms and persistent hyperglycemia, which resolved only after a full infusion set change; the issue was characterized as obstruction of flow involving the connector/coupler, with the highest reported blood glucose at 358 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation-related problem causing obstruction of flow at or related to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.